Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by the customer, PICC line set (B)(6) 2024. (B)(6) there was no backflow and very difficult to flush fluid. Several attempts with actilys were made without effect. Due to non-functioning PICC-line, pat could not receive his i.v. Chemotherapy as planned. A new referral for PICC-line was written and when the patient comes to PICC-line reception today, it is still not possible to flush/backflow. PICC-line removed (B)(6). Comes out easily in its full length. However, a proper kink is visible on the piccline hose 7.2 cm in. But without cytostatics being given and therefore the tube is still whole. Upon further inspection, holes were discovered at the knuckles 7,5 cm from the 0 market.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the just distal of the 6cm marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together the catheter tubing was also observed to be compressed at the split and also between the 7cm and 8cm depth markers. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.